Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r-wave (ffrw) oversensing was noted on the right atrial (ra) lead and undersensing was noted on the right ventricular (rv) lead. Both leads remain in use. No patient complications have been reported as a result of this event.